Event description:
Details of adverse event: cerebral infarction. Clinical course: after the procedure, the patient had paralysis distal to the right wrist. An MRI showed ischemia in the peripheral area of the right brain. Subsequently, the patient experienced a temporary worsening of aphasia and paralysis distal to the right wrist, however, the condition has been recovering with medication management. Physician assessment of the health hazard: serious. Extended hospitalization: yes. Causal relationship with product: unknown. The physician's opinions on the relationship between the event and the product (comments): no causal relationship with the bw products. There was char attached to the (B)(6) pulse select, and it is considered to have been caused by the pulsed-field application. Were any abnormalities observed prior to use of the product? : none. Were any abnormalities observed during use of the product? : none. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".